Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that it was not working. The unit could not find the programmer. When asked what they meant by it was not working, they replied they were not getting relief of their bladder symptoms. It had worked, and then they went to the hospital (not related to the device or therapy condition) on thursday and came home friday. They noticed on friday they were not getting therapy relief. Rather than catheterize them, they used another device that was not electronic. After they took it away, they noticed the symptoms returned. The patient's current settings were checked and they were on program 1 at 2.0 volts. They increased it during the call to 2.5 volts.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the unit not being able to find the programmer was determined to be user error. The issue was resolved. The patient did not experience urinary retention prior to the device, but medical records indicated the patient had incomplete emptying of bladder sometime between 2013 and 2014 (pre-implant). When asked what steps would be taken to resolve the sudden loss of therapy, they responded it was not a device issue and had been resolved. The healthcare provider's notes indicated the patient had no bladder control. They had sudden urgency, frequency, and nocturia. They wore several pads per day and had incontinence when coughing or sneezing. The patient did not believe the device was helping. They had turned up the level without pain. They still had sudden urgency, frequency, and incontinence and wore several pads per day. The program was changed by the nurse after the device was checked. The patient was moved from program 1 to program 7 and planned to try that program for 2-4 weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.